Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was escalated from an impella cp to an impella 5.5 for a case of acute myocardial infarction/cardiogenic shock. While on impella 5.5 support, the patient received two units of blood after the operating room and was placed onto continuous renal replacement therapy. Additionally, a chest tube was placed for pleural effusion. The patient ultimately expired.

Manufacturer narrative:
The investigation for the reported renal failure/ pulmonary edema has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the renal failure/ pulmonary edema could not be determined.